Manufacturer narrative:
(B)(4). The device involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The root cause was determined to be user error-poor aseptic technique.

Event description:
This is a spontaneous consumer report by a physician from (B)(6) of break in aseptic technique and peritonitis in a male patient (age not reported) coincident with dianeal-n pd2 2.5% therapy. On an unreported date, the patient began treatment with dianeal-n pd2 2.5% 2.5 liters twice a day (lot number not reported) intraperitoneally (ip) for renal failure chronic. On (B)(6) 2010, the patient contacted baxter (B)(4) technical service center and stated that he had developed peritonitis and the event was improving. On (B)(6) 2010, the physician provided the following information. On an unreported date, a break in aseptic technique occurred. The physician stated that the patient developed peritonitis on (B)(6) 2010. The patient was treated with an unspecified antibiotic (dose, frequency and route not reported). The outcome for the break in aseptic technique was not reported. At the time of this report, the peritonitis had resolved. Dianeal-n therapy continued unchanged. The physician stated the event of peritonitis was unrelated to dianeal-n. The physician did not provide an opinion of causality for the event of break in aseptic technique.